Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the circumstances that led to the ins depleting quickly and symptoms was it made the consumer ¿feel funny in my head and it would turn off and I would have to reset the setting.¿ the issue was not resolved as it was ¿taking forever to charge and it depletes quickly.¿ the consumer was waiting to see their neurologist as they weren¿t sure if their voltage was right. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins uncharges really fast. The patient explained that she would charge her device at night and the next day, it would drop to half charge and she starts having tremors. Patient services explained that therapy would stop if the ins was too low or depleted. The patient stated that when the ins is, she does not have tremors. The patient noticed her tremors coming back due to the ins depleting so quickly. She also felt weird in her head and thought her tremors may be getting worse, so she "upped her numbers." The patient changed her settings, then turned it down because it "felt kinda weird." The patient said she does not feel comfortable changing her own settings and would rather have her hcp make adjustments. The patient was advised to contact her hcp to discuss ins depleting quickly and her symptoms. No further complications were reported/anticipated.